Event description:
It was reported that: "possible infections."

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6034-0730, lot # mjnot3, description: omnifit normalized hip stem mold#950. Cat # 06-3210, lot # mhd7x, description: c-taper cocr lfit head 32mm/+10. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.